Event description:
The pt reported no longer hearing on several electrodes. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to MFR's specifications. Explantation/reimplantation surgery had not been scheduled as of the date of this report. The healthcare professional has been informed that the explanted device should be returned to cochlear corporation.

Manufacturer narrative:
Additional method code: the pt is doing well with his new device. This is the final report. Clinical summary: at approx 4 1/2 years post initial stimulation, the child lost function on 2 electrodes and had a number of bouts of overstimulations. These were traced back to electrode 5 both by his behavioral response and intermittency noted on the center's aevs. The first integrity test done on 4/16/1996 was consistent with damage to lead wires involving electrodes 4 and 16 but the intermittency on electrode 5 could not be replicated. The plan at that time was to monitor the child's progress. Since that time, the child has lost function on a number of other non-consecutive electrodes. Integrity testing on 6/27/1997 revealed no output, extremely low output, intermittent output, or output with no growth of amplitude for the following electrodes: 4,9,10,16,20,21, and 22. Visual inspection: the stimulator body was observed to have a tear in the silicone over the receiver coil and a crack in the silicone on the button of the stimulator. White deposits were observed on the electrode lead around the exit from the stimulator body and along the electrode lead helix. The electrode lead was severed after the helix and was returned in two pieces. The severed sections were observed to be bent, kinked and had cuts exposing wire in two places.